Event description:
The customer reported that results from one patient sample processed on the vitros 250 chemistry system were associated with the incorrect patient name. The customer identified the discrepancy and the results were not reported. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
Investigation into this event determined that the vitros 250 was operating as intended. The incorrect patient results were associated with the incorrect patient name as a result of user error associated with the re-use of sample ID's. The customer was unaware of labeling that instructs customers not to re-use sample ID's, and therefore, that retained sample ID's would not be deleted automatically by the vitros 250 system. They have implemented a procedure to delete retained sample ID's from the system weekly.